Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer went swimming with the pump. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.